Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen after a servicing procedure. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. The fault occurred as a result of a software upgrade. Resmed's risk analysis for the use of this device remains acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen after a servicing procedure. There was no patient harm or serious injury reported as a result of this incident.